Event description:
The customer reported that the alarm will not alarm when the pressure is taken off the sensor pad. They checked the unit with new batteries. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the alarm does not power on and has no alarm tone. The sensor port has damage. (B) (4).